Manufacturer narrative:
Investigation summary; bd received 4 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for defective label printing was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of defective label printing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective label printing . Bd determined that the root cause of the indicated failure mode was attributed to a damaged banding mat. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum cat plus blood collection tube there was no label or missing label information. This event affected 4 tubes. The following information was provided by the initial reporter. The customer stated: "the expiration date information printed on tubes is partially missing."